Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from cistomer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope box was soaking wet and falling apart with a lot of tape attempting to hold it together. The mystery solution (smells like water) saturated the outside box enough that it started to seep into the hard case containing the scope. This issue occurred upon receipt or unpacking the device. There was no patient involvement.